Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked; trended for future occurrences. Root cause: root cause is undetermined.

Event description:
It was reported that a 10 ml bd posiflush¿ normal saline syringe broke off in arterial line transducer. It was reported "it happens when the nurse monitors blood pressure and they have to zero out the line and hook a saline syringe up to the end to keep it primed." There was no report of exposure, injury or medical intervention.